Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 02/25/2022 and placed into service on (B)(6) 2023 with battery pack serial number (B)(6). On (B)(6) 2024 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the battery pack became completely depleted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
The customer reported that the AED has static on battery insertion. It was noted that the battery pack was dead on arrival. They reported this did not occur during patient use.